Manufacturer narrative:
Device evaluation: the hospital biomedical engineer reported there is no visible damage on the display itself and the display is legible.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported the device has a cracked display.there was no patient involvement.

Manufacturer narrative:
Updated .